Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have been feeling more fatigued lately and that it feels similar to what they felt prior to their implant. The patient was asking for a device check and has not discussed with their physician. The following month the patient went to the ER (emergency room). A device check indicated that there is some atrial undersensing that impacted the ICD¿s (implantable cardioverter defibrillator) discriminators. The device and atrial lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.